Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non-capture of the right ventricular (rv) lead was noted during the post-discharge evaluation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.